Event description:
The customer stated the ECG connector is loose causing the ECG readings to have artifacts. No pt harm.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator, and the actual device involved was evaluated. The complaint was confirmed and caused by the ECG connector on the input protection circuit board. Visual inspection identifies substantial wear on the connector. Replacement of the circuit board resolved the issue. Upon completion of repairs, the device passed release testing and returned to the customer.